Event description:
It was reported that the matching grip did not function after universal surgical manipulator (usm)s 3 and 4 were swapped. The user was unable to operate the affected arm. No troubleshooting was completed before the procedure was converted to a non-robotic approach, and the procedure continued without use of the da vinci system. The procedure was converted to laparoscopic with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.